Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor that stopped working occurred. The sensor was allegedly inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of a sensor that stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.